Event description:
During daily inspection, the customer found that device had event codes logged in the memory. There was no patient use associated with the event. Physio-control evaluated the device and found that it could not provide defibrillation therapy in AED mode.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy pcb assembly determined the cause for the malfunction to be the u35 ic chip, pins five and eight of the component had cold solder joint.